Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that due to implantable pulse generator (ipg) capture management, the increased output of the right ventricle was noted. Ipg remains in use. No patient complications have been reported as a result of this event.